Event description:
It was reported to siemens that an adverse event occurred following examination on the axiom artis dba system. On (B)(6) 2021 a patient fell from the table during a procedure sustaining a head injury from which the patient died later that day. Siemens was notified of this event on (B)(6) 2022. To date, no causal relationship between the event and a system malfunction can be established. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the axiom artis dba system. On (B)(6) 2021 a patient fell from the table during a procedure sustaining a head injury from which the patient died later that day. Siemens was notified of this event on (B)(6) 2022. To date, no causal relationship between the event and a system malfunction can be established. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be an operator error. The investigation was performed considering complaint description, cs reports, system history, and simulation. On (B)(6), 2021 a patient fell from the table during a procedure sustaining a head injury from which the patient died later that day. Siemens healthineers was informed on (B)(6), 2022. In general, tabletops alone are not designed to prevent a patient fall if not fixed as described in the instructions for use, due to required flexibilities for the user. Appropriate material is provided with the system for patient fixation. Additional accessories, e.g. For the treatment of heavy patients and depending on the application other supporting material, is offered. However, fixation by means of a belt/body straps is essential. The entire process of patient immobilization is under the responsibility of the operator. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, and the proper execution of the fixation by the operator, including appropriate attention to the patient, e.g., depending on the patient's responsiveness. According to the available information, the patient had not been properly fixed on the tabletop, e.g. With immobilization straps. The artis axiom artis dbc system did not cause or contribute to the patient's fall. There is no indication of a system malfunction.